Event description:
Complainant stated that while inserting the cage, the doctor changed the direction of the cage slightly and the cage cracked. A second cage was used and the same thing happened. The surgeon left the cracked cages in place and remain in the body. Contact reported no adverse pt consequence. A possibly compromised implant was left in the body and could require surgical intervention in the future.